Manufacturer narrative:
(B)(4). Result of investigation: the service technician was able to duplicate customer reported issue. During initial bench testing, after instillation of the turbine manifold assembly with golden testing unit, found the unit would power up normally, but the turbine assembly did not rotated and produced a visual/audible disc/sense alarms. Visual inspection of the turbine manifold assembly did not reveal any anomalies, but found that the turbine assembly was seized with the white residue and an unknown white residue inside the turbine assembly. The white residue found on this turbine is consistent with residues that has been identified using tof-sims analysis as containing primary ions of aluminum, alumina, and aluminum hydroxide. The aluminum, alumina, and aluminum hydroxide are consistent with corrosion products of the aluminum turbine. Corrosion of aluminum is an oxidation process that will occur when bare aluminum is exposed to water. The likely cause of the white contamination in the turbine was exposure to water causing the turbine to corrode. The corrosion products have larger volume than the base metal and can cause interference between moving parts with tight tolerances. The turbine manifold assembly was scrapped.

Event description:
The customer reported that the turbine was not rotating. There were no reported issues regarding patient harm associated with this complaint.